Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds with intermittent loss of capture. There was also a lead warning due to low impedance. The lead was examined with fluoroscopy and revealed a fracture in the clavicle area. They were unable to advance a stylet through the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.